Event description:
It was reported that the fiber cap detached at 200,000 joules into the case. It is unk if the device was inside the pt at the time of the detachment. There was no report of the device remaining inside the pt or that cap retrieval was performed. It was reported that the case was completed with a second fiber without incident. There was no report of pt injury.

Manufacturer narrative:
(B)(4). Add¿l details were requested by the MFR and have not been obtained.